Manufacturer narrative:
Corrections to section d6, the valve was not implanted; section d9 and h3. Please reference related manufacturer report no: 2015691-2021-00162. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The valve was returned with delivery system, sheath, and loader. The valve was crimped on inflation balloon of the delivery system, and inserted through the sheath and loader assembly. A review of imagery provided showed the following: one (1) strut bent approximately 90 degrees outward at the inflow side observed within patient. One (1) strut bent approximately 45 degrees outward at the inflow side observed post procedure. The returned devices were visually inspected for any abnormalities and the following observations were made: one (1) strut bent approximately 45 degrees outward at the inflow. All struts were exposed through the skirt, normal after crimped and used. Post expanded valve: one (1) strut slightly bent at the inflow side. Valve frame was distorted. Leaflets were wrinkled and dehydrated due to storage condition (prolong crimping) during the return handling process. Struts were exposed through the skirt, normal after crimped and used. No functional or dimensional testing was able to be performed due to device return condition. During manufacturing, all sapien 3 ultra valves are 100% visually inspected by both manufacturing and quality for any defects. Prior to final packaging, 100% visual inspection is performed at preliminary packaging. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the complaint event. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to frame damaged during use. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damaged during use was confirmed based on the return product. No potential manufacturing nonconformance were identified. A review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing nonconformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, 'after successful introducing of the commander system with the crimped valve on it, and after passing the aortic arch, physician noticed that the crimped valve came out somewhat bent on one strut side from the esheath' and 'as per medical opinion, possible chunk of calcification caused the deformation of the inflow stent'. Additionally, noted that the patient had calcification and moderated tortuosity. The presence of tortuosity and calcification in the patient access vessels can create a challenging pathway during delivery system advancement, and lead to resistance and high push force. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over manipulate the sheath at any time. It is possible that difficulty was encountered during delivery system advancement, so additional manipulation was applied to overcome the resistance. If excessive force is applied to manipulate the device, it can then lead to the valve struts to catch within the sheath and/or interacted with the calcification and result in the bent strut observed. The sheath shaft liner tear and strand were evaluated, which also indicated potential the excessive device manipulation during delivery insertion/withdrawal. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. A corrective/preventative has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient factors (calcification/tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. In this case, the cause of the vascular injury cannot be confirmed, it may be related to procedural factors. Since no product nonconformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. However, per management discretion, a product risk assessment has been previously initiated to assess risks associated with high push force of the commander delivery system with s3u through the esheath. A corrective/preventative action has been initiated to capture further investigation and corrective/preventative action activities related to the high resistance during delivery system insertion, and valve frame damaged for s3u commander delivery system configuration.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve, the valve strut was bent. The system was removed. Upon removal, difficulties were noted retrieving the valve through the sheath. The sheath and valve were removed together percutaneously, and a vascular complication occurred requiring two covered stents. A new 26 mm sapien 3 valve was successfully implanted.  The patient was stable post procedure.  Per medical opinion, calcification may have caused the deformation of the inflow-stent.